Event description:
It was reported that the ventricular lead exhibited pacing threshold greater than 2.5 v and less than 3.5 v. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.